Manufacturer narrative:
Additional suspect medical device components involved in the event. Product family dbs-linear leads; upn m365db2202450; model db-2202-45; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was admitted to the hospital due to seizures around the leads. The physician assessed that the seizures are not device or procedure related, and that edema around the leads caused the seizures. There was no medical intervention provided while the patient was hospitalized. The patient is recovering, and being transferred to a rehabilitation hospital.